Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain(left side persistent and chronic) / pain"), sinus disorder ("sinus issues"), fall ("she claimed fall at work as injury/disability") and pregnancy with contraceptive device ("pregnancy") in a 30-year-old female patient (gravida 4, para 4) who had essure (batch no. 90-542-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2006, (B)(6) 2010), psychological disorder nos, ovarian cyst, vaginal delivery on (B)(6) 2012 and uterine fibroid (robotic myomectomy). Shewas negative for intraepithelial lesion and malignancy.she denied use of alcohol.she denied denies any fever, nausea, vomiting.no evidence of endometriosis or pelvic adhesions. Concurrent conditions included amenorrhea, vaginal bleeding, abdominal pain, postpartum state, breast feeding, non-tobacco user, menarche, itching, irritability, frequency urinary, burning sensation, moniliasis vaginal and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 and oral contraceptive nos from (B)(6) 2010 to (B)(6) 2010 for birth control as well as anaesthetics, bupivacaine (marcaine) and epinephrine. In 2010, the patient experienced rash generalised ("skin rashes / skin rashes all over body"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sinus disorder (seriousness criterion medically significant), fall (seriousness criterion disability), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("hypersensitivity reaction"), vaginal infection ("recurrent vaginal infections") with vaginal discharge, menorrhagia ("menorrhagia"), mental disorder ("aggravated any psychiatric and/or psychological conditions") and uterine leiomyoma ("myomas"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy) and surgery (chronic sinusitis). Essure was removed on 6-jul-2016. At the time of the report, the pelvic pain, vaginal infection, menorrhagia and rash generalised had resolved and the sinus disorder, fall, pregnancy with contraceptive device, dysmenorrhoea, hypersensitivity, back pain, mental disorder, uterine leiomyoma and arthralgia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, dysmenorrhoea, fall, hypersensitivity, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, rash generalised, sinus disorder, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: she wasn¿t advised of any complication or problem that occurred at the time of essure placement procedure. She did not claime complications of pregnancy. She did not allege caused birth defects. She did not claim allergic to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not retain the essure or any portion of it. She did not advised of any complications from your essure removal procedure. Patient received treatment for myomas,dysmenorrhea,menorrhagia,skin rash,vaginal infections and seveere and persistent pelvic pain. Diagnostic results: on (B)(6) 2014:transabdominal/transvaginal ultrasound of the pelvis:impression: 1.3 cm hyperechoic nodule at the uterine fundus.small amount of free fluid. 1.7 cm complex cyst of the right ovary. 1.3 cm complex cyst of the left ovary, (B)(6) 2015:transabdominal/transvaginal ultrasound of the pelvis:impression: 1.6cm hyperechoic nodule in the fundus which previously measured 1.2 cm.2.1 cm simple cyst of the right ovary which previously measured 2.4 cm. Unremarkable left ovary, (B)(6) 2016:pelvic ultrasound:pelvic ultrasound reveals an intramural myoma measuring approximately 2.5 cm. Both right and left essure devices could be identified in the uterus. The right ovary had five antral follicles. The left ovary had four antral follicles, and a 2.4 cm simple ovarian cyst. Impression: myornas, dysrnenorrhea, rnenorrhagia, skin rash and recurrent vaginal infections (essure problems), (B)(6) 2011:hystetrosalpingogram:left tubal patency despite essure device placement. Closed right fallopian tube based on hysterosalpingogram.findings directly discussed with the patient at the time of the procedure. The patient specifically counseled to employ an additional method of contraception if intercourse is attempted. On (B)(6) 2011 patient underwent hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain(left side persistent and chronic) / pain"), sinus disorder ("sinus issues"), fall ("she claimed fall at work as injury/disability") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2006, (B)(6) 2010), psychological disorder nos, ovarian cyst, vaginal delivery on (B)(6) 2012 and uterine fibroid (robotic myomectomy). She was negative for intraepithelial lesion and malignancy. She denied use of alcohol. She denied denies any fever, nausea, vomiting. No evidence of endometriosis or pelvic adhesions. Concurrent conditions included amenorrhea, vaginal bleeding, abdominal pain, postpartum state, breast feeding, non-tobacco user, menarche, itching, irritability, voiding difficulty, burning sensation, moniliasis vaginal and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) on (B)(6) 2010 and oral contraceptive nos on (B)(6) 2010 for birth control as well as anaesthetics, bupivacaine (marcaine) and epinephrine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced rash ("skin rashes / skin rashes all over body"). In (B)(6) 2010, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sinus disorder (seriousness criterion medically significant), fall (seriousness criterion disability), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("hypersensitivity reaction"), vaginal infection ("recurrent vaginal infections") with vaginal discharge, menorrhagia ("menorrhagia"), mental disorder ("aggravated any psychiatric and/or psychological conditions") and uterine leiomyoma ("myomas"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (chronic sinusitis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, menorrhagia and rash had resolved and the sinus disorder, fall, pregnancy with contraceptive device, dysmenorrhoea, hypersensitivity, back pain, mental disorder, leiomyoma and arthralgia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, dysmenorrhoea, fall, hypersensitivity, uterine leiomyoma, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, rash, sinus disorder and vaginal infection to be related to essure. The reporter commented: she wasn¿t advised of any complication or problem that occurred at the time of essure placement procedure. She did not claim complications of pregnancy. She did not allege caused birth defects. She did not claim allergic to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not retain the essure or any portion of it. She did not advised of any complications from your essure removal procedure. Diagnostic results: on (B)(6) 2014: transabdominal/transvaginal ultrasound of the pelvis:impression: 1.3 cm hyperechoic nodule at the uterine fundus. Small amount of free fluid. 1.7 cm complex cyst of the right ovary. 1.3 cm complex cyst of the left ovary, (B)(6)2015:transabdominal/transvaginal ultrasound of the pelvis:impression: 1.6 cm hyperechoic nodule in the fundus which previously measured 1.2 cm.2.1 cm simple cyst of the right ovary which previously measured 2.4 cm. Unremarkable left ovary, (B)(6) 2016: pelvic ultrasound:pelvic ultrasound reveals an intramural myoma measuring approximately 2.5 cm. Both right and left essure devices could be identified in the uterus. The right ovary had five antral follicles. The left ovary had four antral follicles, and a 2.4 cm simple ovarian cyst. Impression: myornas, dysrnenorrhea, rnenorrhagia, skin rash and recurrent vaginal infections (essure problems), (B)(6) 2011: hysterosalpingogram:left tubal patency despite essure device placement. Closed right fallopian tube based on hysterosalpingogram. Findings directly discussed with the patient at the time of the procedure. The patient specifically counseled to employ an additional method of contraception if intercourse is attempted. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet and medical record received. Case became valid, event injury nos deleted. Events arthralgia, back pain, dysmenorrhoea, fall, hypersensitivity, uterine leiomyoma, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, rash, sinus disorder, vaginal infection, vaginal discharge (as symptom) and device ineffective are added. Concomitant condition and drug, historical condition and drug added. Lab data updated. Number patient, reporter, product information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.